Event description:
It was reported that the patient was seen the emergency room. No pacing, magnet response, or interrogation was possible with the device. It was to be replaced the next day (2008). Additional information was later received indicating the device was still implanted. Investigation of what devices the patient had and their status was done. It was found that the patient did have the same medtronic device, which had been reported initially. The device was at eol (end of life), and there was reported to be no output. The device was explanted and replaced in 2009. No patient complications were reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: normal battery depletion.